Event description:
It was reported that customer experienced large air bubbles or gaps in infusion set tubing between t:lock and body during pumping, and customer was currently experiencing issue at time of call. There was no adverse impact to the customer's blood glucose level. Customer confirmed proper use steps, and after troubleshooting large air bubbles or gaps no longer existed, customer was able to resume insulin therapy and acknowledged understanding of instructions; no additional information was received regarding further actions.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.